Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00598703301, nexgen revision block cutter, lot #53131900. After visual examination of the device it was confirmed that the drill was cold welded onto the cut block and could not be removed. The drill was bent and the tip of the drill had fractured. The visual inspection of the cut block confirmed the device was heavily worn. The cut block and drill were manufactured in 2002 and 2005 respectively and have been used in an unknown number of surgeries. This failure mode has been previously investigated and on cause analysis, was found to be either the result of interference with the mating component or user caused due to improper drilling or cutting technique. The instrument/provisional use and care package insert instructs to inspect all instruments/provisionals carefully prior to each use and states that cutting/sharp instruments with dull or deformed edges or instruments/provisionals that are deformed, corroded, damaged or worn should not be used as they may not perform as intended. The reported issue appears to have been caused from use and not related to a significant design/ manufacturing issue. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that the drill bit cold welded onto the proximal tibia block and could not be removed which caused the drill bit to become bent/warped during the attempt. The tip of the drill bit broke off when the scrub tech was attempting to separate the instruments; it was not left inside the patient.